Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition while on the low volume setting. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.